Event description:
It was reported via clinic notes received that the patient had six seizures within a day and had to stay overnight at the hospital. It was noted that the patient's caretaker stated that the generator needed to be replaced as she believed it to be completely dead. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the patient was referred for vns replacement surgery. No relevant surgical intervention is known to have occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes received by the manufacturer that the patient's vns generator battery was found to be dead.

Event description:
The patient underwent prophylactic vns generator replacement surgery. During attempts for product return, it was revealed that the explanted product was discarded per the explanting facility's policy.